Event description:
The event is reported as: complaint alleges: a six month old pt was receiving atomization treatment at (B)(6) hospital on (B)(6), 2011 and the pts hand was cut by a sharp metal burr. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.